Event description:
Philips received a complaint on the patient information center ix (pic ix) indicating that one of the routers was having a software glitch causing the pic ix not to connect to the internet. The entire pic ix system was in local mode. The device was in use on a patient at the time of the event. There was no adverse event reported.

Manufacturer narrative:
A philips remote service engineer (rse) spoke worked with the customer and was able to ping the routers from the philips supplied clinical network side but confirmed no ping from the primary within the data center. A philips technical support network engineer worked with the customer biomedical engineer. The hospital it fixed the hospital uplink so the philips engineer was able to log into router b and fix the router a uplink. This resolved the issue. If additional information is received the complaint file will be reopened.